Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that during fill 1 of 5 there were multiple air detected in cassette warnings given. After cancelling the pd treatment, the caregiver discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The caregiver was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s medical caseworker reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that during fill 1 of 5 there were multiple air detected in cassette warnings given. After cancelling the pd treatment, the caregiver discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The caregiver was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s medical caseworker reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.